Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer at power-up, receives system error 600.6875 on 8015 device. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer at power-up, receives system error 600.6875 on 8015 device.. ¿ assisted customer to identify problematic fault. ¿ explained to customer they will need to transfer the network configuration package within system maintenance. ¿ if problem persist, customer is to try an isolate problem. ¿ suggested to interchange the rf card assembly. ¿ or, interchanging the logic board. ¿ they will call back, if further issues of concern. ¿ end call. (B)(4).